Event description:
(B)(4). Periods lasting for 10-14 days, 2 periods a month. Heavy bleeding, clotting, severe pelvic pain, painful intercourse, metallic taste, fatigue, back pain, night sweats, bloating, weight gain, the device pinched my insides when sitting, stabbing pain, chronic pain on a daily basis, migraines, insomnia.